Event description:
It was reported that the patient developed endocarditis. The device and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and cosmetic depression. There was apparent explant damage. (B)(4) the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.